Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A clinical review states based on the information provided, a user error cannot be ruled out as the likely cause of the reported breakage. The broken implantable anchor was retained in the patient¿s shoulder between the medial and lateral row anchors; therefore, micro-motion and migration is unlikely. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a surgery, while malleting the healicoil into bone, the healicoil suture broke in the shoulder between the medial and lateral row anchors. The anchor was left in the patient. The procedure was completed with a delay less than 30 minutes using an arthrex implant in a new insertion site. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).